Manufacturer narrative:
Device is a combination product. A2: age at time of event: above 18 years and older. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.:promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with damage noted to the 7th most proximal stent strut row. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-feb-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: above 18 years and older. Device evaluated by MFR.: promus element plus,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage, with damage noted to the 7th most proximal stent strut row. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 07-feb-2020. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.75x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage.